Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. It was observed that the control wire was detached from the spool. Microscope examination was performed, and it was noted that the bushing had friction marks and the device had evidence of a full deployment. Dimensional examination was performed on the bushing outer diameter, and it was within specification. A dimensional analysis was also performed between the hooks of the bushing, and it was found that side a was within specification while side b was out of specification, indicating that the device experienced difficulty releasing from the catheter. It was noted that the bushing tabs had similar measurement. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. It was noted that the 'pop' stage of the deployment was not felt. The control wire broke and no resistance was felt. The scope was pulled back on, and the clip finally released. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. It was noted that the 'pop' stage of the deployment was not felt. The control wire broke and no resistance was felt. The scope was pulled back on, and the clip finally released. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.